Event description:
It was reported that a user attempting to pair a freestyle libre 3 plus sensor with the ilet system received a "pairing failed" alert while the pump continued scanning, after which rescanning successfully paired the sensor and initiated a warm-up period; no blood glucose impact occurred, and the issue aligned with an intermittent communication failure involving electrical/magnetic components, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.